Event description:
A 46-hour lv-5 infusion connected at 15:00 should have been emptied by 13:00 2 days later. When pt returned to have infusor disconnected, it was noted over 1/2 of the infusate still remained. No kinks in tubing. Noted "bubble of fluid" on end to indicate infusor infusing fluid. Good blood return.